Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for a hemostasis procedure performed on (B)(6), 2011. According to the complainant, while preparing for the case, the tip of the probe was found to be loose inside the packaging. The procedure was completed with a second injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for a hemostasis procedure performed on (B)(6), 2011. According to the complainant, while preparing for the case, the tip of the probe was found to be loose inside the packaging. The procedure was completed with a second injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the middle of the ceramic tip was fractured with only the proximal section still attached to the catheter. The distal section of the ceramic tip was not returned for analysis. The proximal section was sent for material analysis which determined that the fracture occurred due to side impact forces (bending overload). No functional testing was performed due to the device return condition. The condition of the returned incident device was consistent with the complaint that the tip was missing. The evaluation found that the middle of the ceramic tip was fractured and the distal section was detached. During manufacturing, injection gold probe devices are 100% inspected for visible issues. Therefore, the most probable root cause is considered handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.